Manufacturer narrative:
(B)(4). The reported complaint of "unit battery depleting rapidly" was confirmed upon field service. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the battery. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " unit battery depleting rapidly. Fully charged, it will not last an hour". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " unit battery depleting rapidly. Fully charged, it will not last an hour". No patient involvement reported.